Event description:
It was reported while using bd¿ 64l extra large sharps collector hinge top with gasket liquid absorbing pad the lid was incorrectly assembled. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about misassembly of lid of sharps collector. According to the customer's report, the sliding lid was assembled upside down. This issue was found in three products.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 64l extra large sharps collector hinge top with gasket liquid absorbing pad the lid was incorrectly assembled. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about misassembly of lid of sharps collector. According to the customer's report, the sliding lid was assembled upside down. This issue was found in three products.

Manufacturer narrative:
H6: investigation summary: according with this investigation, there was not enough information provided like pictures of the nonconformance or a lot number, however within the report, the issue description states that the sliding lid was assembled upside down. With that explanation, we can identify this failure mode (incorrect assembly) as an issue directly related to the manufacturing process due to process omission by the operator. According to the DHR review, during the manufacturing process no issues were reported for incorrect assembly for the part number reported under this complaint. A review of the ncmr¿s was performed; the results exhibit no issues reported for the same part number and issue (incorrect assembly) throughout the last twelve months. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the incorrect assembly between lid and slider would be an omission error within the process.